Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) evaluated the device; however, was unable to duplicate the reported issue. The device passed the extended self-test and electrical safety tests. The device was found to operate as it was intended.

Event description:
A report was received stating a ventilator generated a blank display during use on a patient. The patient was removed from the device and placed on an alternate ventilator without harm. There is no report of death or serious injury associated with this event.